Manufacturer narrative:
Conclusion: device investigations did not reveal any technical defect. This finding appears to be in contrast to the problems mentioned in the patient report. With the information available, it was not possible to identify a root cause for the reported issues during the case investigation. Damages found during investigation are most likely related to the removal surgery. This is a final report.

Event description:
The patient reported that after one month of therapy with an electromagnetic blanket the device stopped working. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device explantation is planned in the upcoming weeks.